Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative at (B)(6) hospital, located in (B)(6), reported difficulty with the supplied catheter from the upicds-4.0-CT-nt-abrm-1111, turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. It was stated the clear tubing came almost completely disconnected from the distal orange hub. The facility removed it and placed it with a new one. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The device master record (dmr) was reviewed and device drawings, manufacturing instructions, quality control procedures, and specifications were identified. Sufficient controls are in place to detect this failure mode prior to release. The product¿s design history file (dhf) was reviewed and the risks associated with this device were acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: intended use the cook spectrum turbo-ject peripherally inserted central venous catheter (PICC) sets are indicated for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies¿ the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings ¿ the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. ¿ do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. ¿ to safely use catheters with a power injector, the technician/health care professional must verify: ¿ prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and relevant subassembly lots found no nonconformances related to the reported difficulty. In addition, the supplier provided a certification of compliance, indicating the lot met all the applicable requirements for supplied components. At the time of investigation, a further search of our database records found 6 additional complaints associated to this lot. All of the additional complaints are from the same facility and for the identical reported failure. While there are additional complaints on this lot, there is currently no evidence of manufacturing deficiencies. This product failure was previously investigated under a CAPA. The CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. Investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. Therefore, no additional escalation is required. There is objective evidence the DHR was fully executed. Cook has concluded that there is no evidence that non-conforming product exists in house or in the field and that device was manufacture to specification. There is no indication the device was manufactured out of specification. The previous CAPA investigation found that this product issue is related to device design. However, risk assessment determined that the risk is acceptable. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b2, b5, d4- product lot # (MDR), d4- expiration date, d4- product lot #, d4- UDI, h4, h6- annex e. Correction: b1, h1, h6- annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2021, it was reported that the patient required an additional procedure under general anesthesia to remove and replace the PICC line. The PICC line was initially placed for administration of medications and fluids. It was confirmed that the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Brand name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. Product lot #: reported to be 1368806; however, this is believed to either be a typo or a digit short. Reporter occupation: lead rt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the orange hub of a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC partially separated from the extension tubing. While the patient was in the user facility's ccu, the device was noted to be leaking "with heparin flush" around midnight on (B)(6) 2021. Consequently, the device was removed. As the patient will be going home, a tunneled chest line will be placed, though there is no confirmation that it has been placed yet at this time. The device had been heparin locked from (B)(6) 2021 to the time of failure. Patient outcome information has been requested but is currently unavailable.